Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. It was reported that shortly after initiation of support the venous pressure stopped working on the hls set. The customer used a luer connector in the venous line connected to measure the venous pressure external. The product was continued to use without any clinical issues. No harm to any person has been reported. As a pressure reading failure can lead to a pump stop and therefore represents a risk for the patient, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that shortly after initiation of support the venous pressure stopped working on the hls set. The customer used a luer connector in the venous line connected to measure the venous pressure external. The product was continued to use without any clinical issues. No harm to any person has been reported. As a pressure reading failure can lead to a pump stop and therefore represents a risk for the patient, a report is required. The affected product is not available for technical investigation, therefore an exact root cause remains unknown. However, according to the risk assessment of the hls set the following root cause can lead to the reported failure:- the user did not perceive or recognize how to plug the integrated sensor cable to the hls module or was not able to connect the integrated sensor cable- rpm was too high- damage of the electrical sensors- condensed water on the flexible circuit board. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2024-10-02.maccording to the final test results, the product passed the tests as per specifications. Production related influences are unlikely.the review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results the reported failure "venous pressure reading issue" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).